Manufacturer narrative:
Awaiting results of investigation. Requested return of device.

Event description:
Laryngoscope handle did not function during intubation (light was working intermittently). No serious injury/harm to patient or user. No indirect harm. No required intervention to prevent permanent damage. No hospitalisation - initial or stay prolonged by 1 day or more. No serious injury, disability or permanent impairment. Not life threatening. No deaths.